Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps device became clamped shut and would not open during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the unsatisfactory forceps would not reopen during a vitrectomy procedure. An alternate forceps was obtained in order to successfully complete the procedure. There was no harm to the patient.